Event description:
The infusion pump was received at a service facility with note stating "inaccurate flow on pump 2". No add'l info was received. The pump may have been in clinical use. No pt injury was reported.